Manufacturer narrative:
The returned device was evaluated and no issues with the cannula that would indicate the device being dislodged. No signs of damage or defects were found on the needle mechanism during inspection that would cause the cannula to be dislodged. A root cause for the reported dislodged cannula could not be conclusively determined. No damages or defects were found on the adhesive pad that would cause a failure to adhere. The cause of the failure to adhere could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached 22 mmol/l (396.4 mg/dl) and upon inspection it was noticed the adhesive pad was coming loose which caused the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen.